Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis was unable to determine probable cause without further information since the behavior could not be replicated. This case may be re-opened if additional information is received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products:other relevant device(s) are: software (B)(6), fusion ent app. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by less than one hour. It was reported that the biomed received a message that the system would not track any of the instruments that they tried. The patient tracker was tracking as intended, but none of the instruments would track. There was no other information available from the message she was given. The surgery was completed without navigation and there was no impact on patient outcome.